Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced issues inserting infusion set site, leaking infusion set sites, and bruising at the infusion set site. Blood glucose level was impacted (555 mg/dl), and was addressed by administering manual injections. Reportedly, the contact indicated that different infusion set options would be discussed with the customer's clinical diabetes educator. It was indicated that the customer would administer manual injections until the issue could be resolved. Multiple attempts were made by tandem's technical support (cts) to obtain additional information (infusion set information); however, no additional information regarding this event was provided.